Event description:
I have two bio horizon dental implants that were implanted in 2019. One became loose in (B)(6) 2024 and then it fell out because the screw broke. The same implant fell out again because the screw broke again in (B)(6) 2025. The company sent a larger screw, which the dentist had to work around and drill my crown to make room to reattach. And now in (B)(6) 2025, the other implant is loose and I expect the screw is probably broken and I am waiting on my dentist appointment to check it out. Reference report: mw5176803.